Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had fractured and shocked the patient inappropriately. The rv lead exhibited high impedance, noise and oversensing with occasional double counting of r waves. The rv lead was reprogrammed and subsequently, explanted and replaced. The right atrial (ra) lead was reported to have pulled back, which was confirmed by x-ray. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.